Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the procedure had a successful outcome and the patient had gone on vacation where he passed away a couple weeks post implant. An autopsy is being performed as the patient had complained of abdominal discomfort prior to collapsing. The patient had other medical issues, and the physician is not sure of the cause of death. No additional information was provided.

Manufacturer narrative:
Evaluation results and conclusion: other, lack of information (unknown cause of death, unknown if autopsy has been performed). Other medical complications. Death.